Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a ,g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Correction: medical device operator, medical device other operator, common device name, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the 8015 - alaris¿ pc unit 8015 had system error code 600.6840, 800.8000, and 100.6070 displayed. There was no patient involved.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the 8015 - alaris¿ pc unit 8015 had system error code 600.6840, 800.8000, and 100.6070 displayed. There was no patient involved.

Manufacturer narrative:
Additional information : imdrf annex a, b, c, d and g codes.

Event description:
It was reported that the 8015 - alaris¿ pc unit 8015 had system error code 600.6840, 800.8000, and 100.6070 displayed. There was no patient involved.